Event description:
It was reported that there was a loss of therapeutic effect and symptoms included loss of bladder control and urinary incontinence. It was noted that the symptoms occurred when the patient was driving her daughter 210 miles away and during this time stimulation turned off. The reporter stated that the patient knew this because she stopped feeling stimulation and her symptoms returned. The patient restarted her stimulation the morning of the report and it was working. It was reported that the patient¿s symptoms had improved. It was noted that the patient wanted to know what she needed to do when she traveled and she was so ¿groggy¿ when they were talking to her that she didn¿t remember what was told to her. It was unclear what this referred to. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0b3py, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).